Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, the patient underwent the surgery with hoffmann2 micro elongation device. About 2 weeks later, the clamp of elongation device broke. The patient underwent the surgery with the plate and screw. The surgeon was using the dedicated driver for fixing of clamp.

Manufacturer narrative:
The reported incident that lengthener assembly hoffmann ii micro was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by mishandling of the device. The device inspection revealed that the pin clamp was separated from the body of the device. The weld that connects the two of them is broken, and that is why that part detached from the body of the device. Additionally, a closer look at the pin shows great deformation on the threaded part and in point of breakage. This is caused by the application of excessive force while tightening the pin clamp. Excessive force will cause, in a first phase, deformation of the pin. The weld that connects the pin is the most sensitive area and, upon deformation of the pin, it will get fragilized and it is likely to break after a short period of time. Note, as stated in the operative technique (h-st-19 hoffmann ii micro lengthener op tech_2015-7148): ''after proper alignment is made, tighten bolts a and b on both clamps. Note: the 4mm nut wrench shown here is designed to allow the proper torque needed to properly tighten bolts a and b. Take care not to over-torque the bolts when tightening with a spanner wrench.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2015, the patient underwent the surgery with hoffmann2 micro elongation device. About 2 weeks later, the clamp of elongation device broke. The patient underwent the surgery with the plate and screw. The surgeon was using the dedicated driver for fixing of clamp.